Manufacturer narrative:
Two products with the same catalog and lot numbers are represented. A review of mfg route sheets was completed and results indicated this lot of products met all requirements for product acceptance. This lot was part of a study and the stents of this lot were not drug coated. Add'l info will be submitted within 30 days of receipt.

Event description:
The pt is a man with a history of dyslipidemia, and current smoking. He presented with ccs class IV angina and experienced a non q-wave mi 3 days earlier. The pt had >50% stenosis in both the proximal and mid right coronary artery (rca). The target lesion was the proximal rca. Vessel diameter was 3mm and lesion length was 30mm. Pre-procedure stenosis was 80% and timi flow was 3. There was no calcification or tortuosity. The vessel was not pre-dilated. The 1st stent was deployed at 18atm. The 2nd stent was deployed proximal to the 1st and at 22atm. The stents were overlapping. They were post-dilated with the deliver balloon at 22 atm. There was a dissection beyond the stented area due to a guiding catheter. It was treated with reopro and did not need any other device. Final stenosis was 0% and timi flow was 3. Highest act was 301. Cardiac enzymes were normal post-procedure. The pt was discharged 2 days later with aspirin and clopidogrel. During follow-up 8 months later, the pt had recurrent angina and an angiogram showed 85% restenosis. The pt underwent a successful balloon angioplasty in the mid rca, reported by the site as a target site/target vessel revascularization. The pt was discharged the next day.